Event description:
Customer ran consecutive blood tests on her contour meter and another meter within 10 mins and received results of 218mg/dl and 481mg/dl respectively. The difference between readings falls within the c zone of the consensus error grid making the difference clinically significant. No adverse events alleged. Tests strips will be replace and customer to return her strips for evaluation.